Manufacturer narrative:
Device evaluation: the unknown devices of unknown lot numbers involved in this complaint were implanted in the patients and was not available for evaluation. With the information provided a document-based investigation was conducted. As the rpn and lot numbers of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena venous self expanding devices (zvt7) are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that the user did not follow the instructions for use (ifu0047-5). A definitive root cause could not be determined from the available information. The risk of occlusion is likely related to the postpartum condition and the subsequent abnormalities in clotting rather than to any stent related issues. Furthermore, stent occlusion is a known inherent risk in relation to the use of this device. Complaint is confirmed based on customer testimony. All patients required surgical intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of the invesitgation on 18-oct-21.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-feb-2023.

Manufacturer narrative:
Device evaluation: the unknown devices of unknown lot numbers involved in this complaint were implanted in the patients and was not available for evaluation. With the information provided a document-based investigation was conducted. Lab evaluation n/a. Document review: as the rpn and lot numbers of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena venous self expanding devices (zvt7) are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: there is no evidence to suggest that the user did not follow the instructions for use (ifu0047-5). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. The risk of occlusion is likely related to the postpartum condition and the subsequent abnormalities in clotting rather than to any stent related issues. Furthermore, stent occlusion is a known inherent risk in relation to the use of this device. Summary: complaint is confirmed based on customer testimony. All patients required surgical intervention. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Common code is qan. 510(k) number: p200023. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lestak et al 2020 (zilver vena) ¿midterm outcomes in postpartum women following endovenous treatment for acute iliofemoral deep vein thrombosis¿ a retrospective analysis was conducted of a singlecentre database of patients treated for acute iliofemoral dvt using venous lysis and stenting between january 2012 and december 2017. The analysis identified women treated within the postpartum period a total of 11 postpartum women were identified from a cohort of 79 women who received treatment for acute dvt within the timeframe. Stents were placed in nine patients (82%): veniti (7/9; veniti vici venous stent, veniti inc., san francisco, calif), and cook (3/9; zilver vena venous self-expanding stent, cook medical, bloomington, ind). The median time to initial reintervention was 14 days (range, 7-233 days). This reintervention was unsuccessful in four cases (67%), of which all presented with 100% vessel occlusion. Reintervention was, however, successful in the remaining two cases (33%), which underwent venoplasty for partial occlusion. Analysis of the etiologic factors associated with reintervention revealed that six of six cases occurred secondary to technical failure to fully lyse and stent beyond residual disease in the common femoral vein. Four of these cases were also related to poor inflow and one was recognized to have poor anticoagulation control in addition to technical failure and poor flow. No technical, flow, or hematologic factors were identified in the four patients who retained primary patency.